Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malfunction message was displayed on the intellivue multi-measurement module x3. It is unknown if there was any sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer instructed the customer to turn off the power of the device and to reinsert the battery. After following the recommended steps, the message disappeared. The customers issue was resolved by reinserting the battery.